Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that a display component was scratched and cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display lens was scratched and cracked: the reported issue was confirmed. The following findings are unrelated to the reported issue: the display screen visual was dim and discolored due to an unidentified display failure. The keypad cover was found to be peeling from its base starting at the ok button; however, all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.